Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, "solid mass", "probable fibroadenoma", "cyst", "implant recalled in 2019".

Event description:
Patient reported "solid mass", "probable fibroadenoma", "cyst", "implant recalled". Healthcare professional reported capsular contracture, baker grade iii. Treatment: partial capsulectomy. Device has been explanted.